Event description:
It was reported that 10 minutes after starting treatment with polyflux dialyzer, the patient experienced chest tightness, shortness of breath, and cough. Blood flow was reduced and the patient was treated with dexamethasone sodium phosphate (5 mg injection intravenously) and 20 ml of 50% dextrose. It was reported that symptoms did not improve after treatment. The dialyzer was replaced, and treatment was continued. According to the reporter, "the later treatment went smoothly, and no special discomfort was reported." No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.